Event description:
Spare flow transducer was found to be defective upon receipt. The flow could not be calibrated. The transducer was replaced with no further problems. The problem was identified during the installation of the flow transducer. There was no pt connected and no injury.